Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a perforation occurred in the heavily calcified, left anterior descending (lad) artery with the use of an unspecified device. It was reported that the graftmaster stent was implanted and successfully sealed the vessel, jailing the diagonal artery, without reported complications or adverse events. The patient was transferred to intensive care unit (ICU); however, the patient became hypoxemic in ICU and was pronounced dead approximal 2 hours post procedure. No additional information was provided.